Manufacturer narrative:
The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery was used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with unintentional damage during the unrelated surgery. The system was recovered through abbott intervention. The ipg was not replaced to reestablish effective therapy.

Event description:
It was reported the patients ipg became inoperable following an unrelated surgery where the ipg was not put into surgery mode. Abbott representative was able to connect and recover the device.

Manufacturer narrative:
It was reported the patients ipg became inoperable following an unrelated surgery where the ipg was not put into surgery mode. Next course of action is undetermined at this time. Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.